Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the device was never ¿activated¿ after implant because there were issues and it had to be removed. The caller said that her understanding was that it was not put in along the spine. The caller refused to provide further information. No further complications were reported.